Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2010 that there was difficulty charging the implantable neurostimulator (ins). The physician programmer and the pt programmer synchronized fine with the ins but unable to charge; 0 to 2 boxes maximum. Upon palpation, the ins was very shallow, easy to feel. It was thought that the ins might be flipped. Pt had surgery on (B)(6) 2010 to determine if her ins was flipped. Her ins was flipped. It was flipped back. The doctor saw her on (B)(6) 2010 and said she was happy and charging her ipg was going very well.